Event description:
It was reported that the 9600 system had poor image quality and alarm was sounding and could not be reset. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The camera focus and tracking were adjusted during the service call. The system was tested and found to be working as intended, and put back into service.